Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. While at work, the patient felt she was going to pass out. Her cgm displayed 189 mg/dl; however, her bg was 48 mg/dl. She was able to self-treat and increase her blood glucose. Twelve hours before this event with the same sensor, the patient reported her cgm alerted her with a value of 93 mg/dl (low setting 100 mg/dl) but her bg was 49 mg/dl. No third-party treatment was required. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. However, the data investigation found a difference in values that falls within the b zone of the parkes error grid. No injury or medical intervention was reported.